Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2021-02837 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided . Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that an implant fractured and was removed. Tooth location not reported.